Event description:
Information was received indicating that a smiths medical medfusion pump exhibited alarm for a2d reference voltage failure. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on lower left front corner and the right plunger case and the battery door were cracked. A review of the event history log (ehl) identified a2d reference voltage background (bgnd). During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the main printed circuit board (pcb).

Manufacturer narrative:
Information was received on 13-jan-2022 indicating that there was no patient involvement in this event.